Event description:
The user was unable to achieve hemostasis following deployment of a 6f angio-seal device in 2001. Manual pressure was applied for thirty minutes, the suture was cut and manual pressure was applied for another 45 minutes with hemostasis being achieved. Later the same day, the pt's leg was described as blue in color and without sensation. An ultrasound revealed that the angio-seal device was in the right popliteal artery. The pt was transferred to surgery where the anchor, with a clot attached to it, and a piece of suture were removed from the right popliteal artery. The physician does not feel the device was responsible for this incident.